Event description:
The distributor reported that the screw portion of the one piece abutment broke off and part of it was stuck in the implant. Sales rep ordered screw removal tools in order to remove it, but the tool broke off during surgery. Zest follow up with the distributor to confirm the implant was removed or just the abutment. The distributor mentioned that the clinician still wasn't able to remove the abutment from the implant. In this case, the implant and abutment may be removed instead of just the abutment; therefore, there may be a surgical intervention in the future.

Manufacturer narrative:
Final evaluation was not performed because the product was not returned to manufacturer to analysis. Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture.

Event description:
The distributor reported that the screw portion of the one piece abutment broke off and part of it was stuck in the implant. Sales rep ordered screw removal tools in order to remove it, but the tool broke off during surgery. Zest follow up with the distributor to confirm the implant was removed or just the abutment. The distributor mentioned that the clinician still wasn't able to remove the abutment from the implant. In this case, the implant and abutment may be removed instead of just the abutment; therefore, there may be a surgical intervention in the future.